Manufacturer narrative:
Section h6 was updated.

Event description:
We received an allegation of questionable sodium (na) results for 2 patients samples tested on cobas 8000 ise module compared to another cobas 8000 ise module serial number (B)(4). On (B)(6) 2023 the patients' samples were initially run on cobas 8000 ise module serial number (B)(4): sample 1: 134 mmol/l. Sample 2: 134 mmol/l. On (B)(6) 2023 the samples were repeated on 8000 ise module serial number (B)(4): sample 1: 141 mmol/l. Sample 2: 140 mmol/l. The results were reported outside of the laboratory. The repeat results deemed to be the correct results. The laboratory qc information was not provided. The na electrode lot number and exipration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found a worn reference electrode. The fse replaced reference electrode and then performed calibration and qc and they were successful.